Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was malfunctioning, in that the screen would freeze at the start up screen, and it would not properly hold a charge. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and the cause for the complaints was found to be associated with a broken solder connection near the main battery terminal. The broken solder connection prevented the main battery from making good electrical contact with the pcb. This issue also could contribute to the reported screen freezing during boot up.